Event description:
The device was used during a thoracoscopic lung resection procedure. Reportedly, the approximating lever broke and the device was difficult to open. The surgeon performed a thoracotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.